Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to oxygen flow was observed. The device's oxygen blending module board and manifold were replaced to address the issue.